Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the lead flex was out of mechanical specification. The lower case was also broken.

Event description:
The external pulse generator was returned to the manufacturer for calibration. It was tested, analyzed and subsequently tested out of specification.